Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve, discharge echocardiogram indicated mild central regurgitation. One month later, the regurgitation had increased to moderate. Seven months post-implant, an echocardiogram indicated severe aortic insufficiency. The patient was asymptomatic, but the supra-annular portion of the valve frame appeared ovoid. Subsequently, a second transcatheter bioprosthetic valve was implanted, valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.